Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
(B)(4). The patient was revised due to a lost of cerebrospinalis liquor. The bactiseal catheter was detached from the proximal side of the valve. The primary intervention was performed on (B)(6) 2016. The revision on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 90mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: confirmed that the connector proximal was detached form the valve, as well as biological debris inside the valve mechanism. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the damaged silicone housing. The valve was reflux tested, the valve failed the test. The valve was dried. The valve was then pressure tested at 90mmh2o, failed. The proximal connector was examined under microscope at appropriate magnification, no problems were found the silicone housing showed that the silicone was molded around the connector correctly. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3162, with lot cvkbpv, conformed to the specifications when released to stock in 22nd september 2016. The root cause of the detached connector could not be determined; this could be possible to manipulation of the device, this however could not be determined. The root cause for the programming problem found during the investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.